Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the unit's user interface (ui) pcba and battery. Fse ran system calibration and performance verification testing. All testing passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had error message of power on self test (post) board over temp. The customer reported there was no patient involvement. Event date not specified, estimate used.